Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a motor stall that occurred on (B)(6) 2011 and had not recovered. The motor stall was confirmed by the logs. The patient went into withdrawal. The patient's pump was removed on (B)(6) 2011. The drug in the pump at the time of the event was dilaudid. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.